Event description:
Dialyzer was in first use, preprocessed. Primed with two liters of saline. Within ten minutes of treatment, pt complained of severe lower-back pain radiating up to neck. No other symptoms, no change in blood pressure. Discontinued dialysis, ebl 250cc. Pt placed on competitor dialyzer with no further incident.